Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst noted that the device was received with no telemetry. There is no documentation from the field to provide any information on the state of the device when it was explanted. There are also no remote transmissions available. There is no way to assess the rate of battery depletion and thus no analysis conclusion can be made. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: 4068 lead, implanted: (B)(6) 1999. (B)(4).